Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel kept collapsing. The hospital used a second device to complete the procedure. No patient complications were reported by the hospital.